Event description:
It was reported that pump experienced malfunction alarm while customer was at work and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Reportedly cts provided pump reset information and assisted caller with resetting the pump, malfunction code did not recur. Customer may continue to use the pump.